Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that the insulin pump was going to threshold suspend. The customer's blood glucose was 81 mg/dl and sensor glucose was 47 mg/dl at the time of call. The sensor will not be returned for analysis.